Manufacturer narrative:
(B)(4) as the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the event was reported as the patient's "exposure to cold and increased physical and physical stress at work&#65248;however, this could not be clarified, therefore the cause of the event was assessed as unknown. It was not reported if the patient was hospitalized for the event. Treatment details were not reported. Physioneal therapy remained ongoing. At the time of this report, the patient had not recovered and the event remains ongoing. No additional information is available.